Event description:
It was reported the system fan is noisy. It was noted to look behind. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported noisy system fan. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) is loose. Analysis also found the power supply fan is noisy, the stylus is missing, and the power cord bay assembly is broken. (B)(4).